Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an 85 mm in diameter abdominal aortic aneurysm. It was reported that, approximately five years and eleven months post index procedure the patient presented emergently with a ruptured abdominal aortic aneurysm. The physician elected to perform an open aortic repair and explant the talent stent graft. The event was resolved. Per the physician, the cause of the event was due to continued dilation of the aorta. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.